Manufacturer narrative:
Upon receipt, external visual inspection noted electrocautery marks on the device case. An interrogation of the device confirmed the red fault screen stating that device functionality had been disabled. No tachy or brady therapy was available in laboratory testing. A review of the device memory showed three shorted lead faults had occurred on the date the patient reported hearing the popping sound. Electrical testing confirmed damage to the high voltage output, due to shocks being delivered into the shorted lead condition. Available information indicates the lead extraction and implant procedure has not yet been performed. Boston scientific received new information that the lead extraction procedure was performed. During the procedure, the abandoned lv lead was observed to be dislodged. The lead was successfully removed and a new boston scientific lv pacing lead was implanted. Also, the abandoned rv lead was successfully removed. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a red warning screen. No brady or tachy therapy appeared to be available. The patient reported hearing a popping sound from the device when she was violently ill and vomiting. The patient was brought to the hospital for evaluation. Technical services recommended immediate device replacement, and discussed at the change out procedure to carefully evaluate the defibrillation lead to determine if it was a shorted lead or a short in the device header that caused the red screen. During the procedure, the field representative reported that the rv lead was nonfunctional, as no sensing, pacing, or impedance measurements were obtainable. Loss of capture was observed. It was noted that the lv lead also did not capture at maximum outputs. The rv and lv leads were capped. It appeared under fluoroscopy that the rv lead was fractured near the top of the proximal coil. A new defibrillation lead and a new crt-d were implanted. The patient would be sent for a lead extraction and new lv lead implant at a later date.